Manufacturer narrative:
Final analysis of the pump revealed a concave dent in the back exterior shield which affected in-vivo function, the cause of the dent was unknown.

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter: model: 8709sc serial# (B)(4), implanted: 2012, explanted: unk; catheter: model: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that they were having filling difficulty; at the last refill they could not fill pump completely. "All the medication wouldn't go in; health care provider reported difficulty filling pump completely." Patient had reported pain. It was added that patient had also requested to move pump from left buttocks to left abdomen. The pump was removed and it was observed that the pump was "dented significantly." A new pump and catheter were implanted. Drugs delivered via the device were baclofen and dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.